Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Tibial articular surface provisional left size cd p/n 42517000303 l/n 62420244, tibial articular surface provisional right size ef p/n 42527000505 l/n 62480205, tibial articular surface provisional left size cd p/n 42517000303 l/n 62420244, ps tibial articular surface provisional left size 6-9 cd top p/n 42517400510 l/n 62474903. Therapy date unknown. Complaint sample was evaluated and the reported event was confirmed. Visual inspection showed evidenced fracture to the lateral side of the post. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Po 10/4/2017. It is reported that the provisional fractured.